Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was difficult to open after firing. When the jaws were eventually opened, a scissored clip was noticed and the cystic artery had a tear. No excessive bleeding occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device, no anomalies were noted with the internal components that could lead the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.